Event description:
It was reported to philips that the low voltage power supply in the b cabinet failed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective power supply (pd.scomp.dcps_24v_12v_5v) and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).